Event description:
It was reported by a customer in the USA that, an 840 ventilator had an erratic top display. There was no pt involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone, and recommended to replacing the liquid crystal display (lcd) panel. The customer informed to have ordered it, and would replace the panel themselves. The tse instructed the customer to call back if the replaced part or tests did not correct the failure. (B)(4).